Event description:
It was reported that the patient had a burning sensation. The patient reported that the implantable neurostimulator (ins) was burning her at the pocket site. The patient reported that she was not getting coverage that she wanted. The patient was getting stimulation in legs and wanted in back. The patient just wanted the system taken out. No patient falls were noted. There was no timeframe for then the system started to fail. It was confirmed that there was no infection suspected per the doctor. It was confirmed that there was no thermometer seen on the implantable neurostimulator recharger (insr). The plan was that the doctor would remove the ins but there was no date scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the device was explanted or replaced. The patient recovered without permanent impairment.